Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test pump and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device passed the motor test.